Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc) and oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. This lead remains in service.